Event description:
On (B)(6), 2012, the surgeon stated that the patient would have an emergency battery replacement on (B)(6), 2012 due to an increase in seizures. It was reported that their battery was at near end of service. It is unknown what the relationship of the increased seizure frequency is to pre-vns baseline levels. It is unknown if the patient's generator was able to deliver their therapy related to the battery status. The explanted generator will not be returned per hospital policy. No additional information has been provided.

Event description:
Follow up with the physician's nurse found that it was unknown when the increase in seizures first occurred, except that it was prior to (B)(6) 2012 when the patient's battery was replaced. Diagnostics were taken on (B)(6) 2012 when the patient was admitted to the hospital for an eeg (electroencephalography); however, the results were unknown. The nurse did not know what the relationship of the increased seizures was to vns or what the relationship was to pre-vns baseline levels. It was stated that the physician may have additional information; however, attempts for this information have been unsuccessful. No additional information has been provided.

Event description:
Additional information was received which found that the increase in seizures was first observed in (B)(6) 2012. The physician stated that he thinks the vns battery died out and that this caused the patient to have the breakthrough seizures. The vns was replaced on (B)(6) 2012 as an intervention. In regards to the relationship between the increased seizures to pre-vns baseline levels it was stated that there was none. The patient was said to have more atonic or drop seizures. Medication changes also occurred when the seizures were getting worse which may have caused or contributed as well. The patient was last seen on (B)(6) 2013. During this visit, the physician stated that the patient's intractable generalized epilepsy had improved, meaning the patient's seizures had improved per the nurse. No other information was provided. No diagnostics were known.

Manufacturer narrative:
Serial number, corrected data: initial MDR inadvertantly listed the incorrect serial number.

Manufacturer narrative:
Event date, corrected data: previously submitted MDR indicated an incorrect event date. This report is being submitted to correct this field.